Manufacturer narrative:
The peritonitis occurred on an unspecified date "in september". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin (dose, frequency and duration not reported) "at the earlier stage" for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was withdrawn "at the later stage". No additional information was available as the reporter declined follow-up.